Event description:
Healthcare professional reported left side "exchange due to patient¿s concerns with the product". Healthcare professional later reported left side device rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: analysis of the returned device identified: opening curved on radius, weight to the spec and wear abrasion. A visual and microscopic analysis was performed which identified: striated opening on radius and creases fold. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage.